Event description:
It was reported that the patient had acute coronary syndrome (acs) and that during a procedure of the de novo, 100% stenosed, mid right coronary artery (rca), the guide wire was advanced and a thrombectomy was performed with massive red thrombus being aspirated. Direct stenting with a 4.0 x 23 mm multi-link 8 (ml8) was performed and post-dilated. Blood flow was restored and timi 3 flow and the procedure was completed. About 90 minutes post-procedure, the patient had complaints of chest pain in the intensive care unit (ICU) with confirmed st elevation. An emergency percutaneous coronary intervention (pci) was performed. During the sheath introducing heavy thrombus was noted. The guide catheter was engaged and heavy thrombus was found inside of the guide; the physician suspected the occurrence of heparin induced thrombocytopenia (hit). The heparin was switched for argatroban and the thrombus was aspirated. Balloon angioplasty was performed in the ml8 stent. Timi 3 blood flow was confirmed and an intra-aortic balloon pump (iabp) was inserted. The patient was again transferred to ICU. The patient hospital stay is scheduled for 2 weeks post procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: route; guide cath: taiga 6f jr4.0. (B)(4) - improper or incorrect procedure or method; no pre-dilatation. There was no reported product deficiency. The reported patient effects of thrombosis and angina are listed in the multi-link 8 instructions for use (IFU) as a known adverse event associated with coronary stenting. Direct stenting was performed; it should be noted that the IFU in the delivery procedure section states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it is unknown if the lack of pre-dilatation caused or contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.